Event description:
It was reported during a procedure of ipg replacement one tail of the paddle lead was unable to be located and exhibiting high impedances. Patient was programmed and receiving effective therapy. No surgical intervention planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.